Event description:
The event was reported as a death not related to the lifesite. However, investigation found that the pt did not have a lifesite at the time of death but had been dialyzing with a catheter. The lifesite had been explanted several weeks before. This report is therefore filed for the explant. The pt's lifesite was located in the right femoral vein.